Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly shut down without alarming and the patient's blood oxygen saturation decreased. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The device event logs were reviewed. The device event logs include every keypress, alarm, or failure of the device to remain within specifications. No errors were observed that would indicate a malfunction or failure to deliver therapy occurred. On the day of the reported event, (B)(6) 2016, the ventilator was manually turned off with the proper sequence of keypresses at 09:27:31 local time. The device was then powered on at 09:49:18 local time. The manufacturer concludes the device operates and alarms as designed and the reported adverse event was due to user error.

Event description:
The manufacturer received information alleging a ventilator shut down without alarming and the patient's blood oxygen saturation decreased. No permanent harm or injury occurred, the patient returned to his baseline condition. A preliminary review of the ventilator's downloaded event log indicated that on the day of the event the device was manually turned off using the proper sequence of keypresses. The manufacturer's investigation is currently on-going and a follow up report will be filed when the investigation is complete.